Event description:
The customer reports that when doing ventilator change for fio2 the reading was 80%, but setting was 60%, which was confirmed with external analyzer, it was noticed that tidal volume was reading about 300ml less than set on expiration. Unable to isolate a leak in circuit. The ventilator was changed, and the pt was not harmed.

Manufacturer narrative:
Maquet inc submits this report on behalf of the device mfg facility. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.